Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.6, lab: 4.7. Inratio: 3.9, lab: 4.7. Caller also reported imprecision with inratio meter. Results as follows: date:(B)(6) 2011, inratio: 5.6; 3.9. Pt's therapeutic range: 2-3 inr. Pt thinks that his inr was high due to alcohol consumption over the (B)(6) weekend.

Manufacturer narrative:
Investigation pending.